Event description:
It was reported that the bd micro-fine¿+ pen needle failed to inject insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient purchased for the first time, prepared to control blood sugar, used on an empty stomach in the morning, installed and operated based on the instructions, but failed to inject. According to further confirmation, the patient was not familiar with the procedure and did not adjust the pen needle after installation. Therefore, the injection was failed."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.